Event description:
(B)(4). I began having debilitating pains a day or two before my menstrual cycle, then two or three days into the actual cycle. During this time I would become extremely ill, lightheaded, and in terrible pain. I became pregnant in (B)(6) 2014, but had a miscarriage at (B)(6). I became pregnant again (B)(6) 2015, and I'm currently pregnant. I am in constant pain, unable to stand for long periods of time. The pain shoots up my back and down my legs.